Manufacturer narrative:
The microdebrider was received by the MFR's international subsidiary and the complaint was confirmed. Internal components were evaluated and mechanical damage to the motor assembly's auxilliary transmission was identified as the cause of the device not functioning properly. The device was repaired and returned to the user facility.

Event description:
It was reported that during a functional endoscopic sinus surgery, the microdebrider heated up and the cutter attachment stopped functioning. A backup microdebrider was not available, so suction forceps were used to complete the polyp removal. This resulted in an unspecified amount of blood loss. The procedure was completed successfully. The duration of the procedure was extended for an unspecified amount of time, due to the alternative surgical method that was applied. There were no reports of medical intervention related to this event. Multiple attempts to obtain add'l info have been unsuccessful.